Manufacturer narrative:
Sections with additional information as of 28-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: at follow-up call on (B)(6) 2020, nurse stated that customer had been discharged from the hospital and was only admitted for one night due to shortness of breath. Nurse stated that customer's glucose is high but that it was not related to the use of the meter but rather to non-compliance of family members - doctor had increased the customer's insulin to 50 units in the evening, but nurse stated customer's son is not complying with her treatments and medication administration. Nurse stated customer feels physically well at the time and does not have symptoms related to diabetes.

Event description:
Consumer reported complaint for erratic blood glucose test results. Nurse is calling on behalf of the customer. Contact was made with the nurse on (B)(6) 2020, and stated the erratic results of concern were 90 mg/dl, 500 mg/dl, hi, and 550 mg/dl back to back using the truemetrix meter; nurse did not confirm if fasting or non-fasting. Nurse stated that customer went to a routine doctor's appointment on (B)(6) 2020, and blood glucose test result while there was 600 mg/dl; nurse did not report customer was having any diabetic symptoms. Nurse stated that customer was hospitalized early in the am on (B)(6) 2020, due to shortness of breath, nurse confirmed it was not due to diabetes. At the time of the call the customer was not having any diabetic symptoms. Nurse declined replacement stating customer's son had purchased a new meter. .